Manufacturer narrative:
Based on the new information received, the event is reportable for malfunction and no longer reportable for serious injury. Fdp codes (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare professional (hcp) regarding the patient. It was reported that per the patient visit with a hcp and a representative (rep) on (B)(6)2017, the device had no cause of the chest pain, fever, and possible pneumonia. They noted that the pneumonia had not been confirmed. The patient reported that the cause of the shocking had not been determined. They stated that their hcp suggested the nerve damage they suffered in 2015 might be flaring up from the stimulation. The patient reported that on (B)(6)2017, the rep erased all the programs and tried 2 different ones, but both were barely helping. The patient reported that "the bad cold part" was better, but the pain in their chest, back, neck, legs, and arms was the same since it started. No further complications were reported.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that for th e last 2 weeks off and on they have been having back pain and it got really bad last thursday and friday so on friday they turned off their stimulator. Friday night they developed a fever and on monday they went to the hospital. They were in the hospital for a couple of days with chest pain. Plus they were having back pain and did not know if it was the stimulator. The patient first tried turning their stimulator on last thursday evening but when they turn it on, it shocks them all the way from their lumbar spine to their neck above the paddle where it is attached to the bottom of their thoracic spine. The patient got in touch with their healthcare professional (hcp) twice who told them that they would get in touch with a manufacture representative (rep) who would call the patient but the patient has not heard from them. It was noted that the patient has the ability to change the amplitude, groups, and/or programs and has tried all of the other programs but it does not matter what it is on. The patient wants to turn their stimulator back on because their back pain is worse when it is off and their sciatica is going crazy without it. An email was sent to local reps in the area. The rep replied on (B)(6) 2017 indicating that they would reach out accordingly. Additional information was received from a patient on (B)(6) 2017. The patient stated that they have been trying to get in touch with the manufacture representative (rep) for almost 2 weeks. They have not heard back from them yet. They were in the hospital over a week and a half ago. Their implantable neurostimulator (ins) has been acting up and the patient has not been able to turn their ins on for 2 weeks and is in pain. They were discharged last wednesday from the hospital. The patient noted that they are scheduled to see their neurosurgeon and need a rep there so the patient was given a number to have a rep paged. The patient mentioned that they will have the healthcare professional (hcp) remove the ins because of bad customer service and not being able to talk to a rep. No further complications were reported/are anticipated.